Event description:
On staff interview, they had trouble with the gloves sticking together, and are not usable due to gloves being torn in half, and many with large holes. Staff complain that they tear when applying them, and may have a hole in the fingers that aren't identified prior to using the gloves on patients. The small and medium are especially defective. A black substance was found on some of the gloves, but the package was not saved to get a lot number. One of the gloves was saved. Some of the staff complaints related to the quality: end of finger tips missing or completely gone before putting on two or three fingers missing in gloves when going to put them on, three fingers and part of main glove missing, obviously gone before putting them on and black stuff on gloves. One box was awful with black substance are on gloves. Ripped at cuff before even putting them on into glove before even putting them together. Gloves that have parts of another glove melted into them in the palm area, very rough, bumpy and obvious. Gloves wrinkled and not able to palpate veins or soft tissue well. The gloves in the bags feel like they are melted together. Have to pull them apart with difficulty by using two hands and not just able to pull them individually. You can try to get one glove and end up picking up the whole bag/box of gloves as they are that stuck together. Cannot shake them loose. Diagnosis or reasons for use: hand protection from blood-borne pathogens and cleaning item.